Event description:
It was reported that during an unrelated procedure, insulation damage was observed on the atrial lead. The lead was explanted and replaced at that time. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.